Event description:
The manufacturer's received information alleging a ventilator's blower was not working. There was no harm or injury reported.

Manufacturer narrative:
The ventilator was evaluated by a third party service center and the complaint was confirmed. The device's blower motor was replaced to address the issue.